Event description:
A facility reported that 2 pts had lost more fluid than the machine had been programmed to remove. The machine had passed the pretreatment testing prior to the first treatment of the day. During the first treatment the pt (1) experienced some cramping which was relieved with normal saline. Pt (1) lost .8kg more than the machine indicated. The machine was not retested again before the second treatment, as recommended by the MFR when using high permeable dialyzers. The facility states there were no unexpected alarms during the treatment. It is unk where the alarm limits were set.near the end of this treatment the pt (2) experienced cramping, abdominal discomfort and ringing in the ears. Pt 2 received normal saline and the treatment was discontinued. Pt 2 lost 1.4 kg more fliud than the machine indicated. The machine was removed from the treatment area for inspection by the facility machine technician, who found a leak in a component of the hydraulics. The machine's pretreatment testing failed. The component was replaced and testing passed.